Event description:
The event is reported as: the pin came out of jaw of the applier during use. No pt injury reported.

Manufacturer narrative:
The customer reports that the device is available for evaluation. At the time of this report, the device sample was not returned for evaluation.